Event description:
Follow-up identified surgical intervention was undertaken on 06/16/2017 wherein the lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported x-ray imaging confirmed migration of the patient's scs lead. As a result, surgical intervention may be undertaken as the next course of action to address the issue.